Event description:
Subject was provided with (B)(6) study treatment (ect/mst) as usual. Treatment was provided with no issues. However, upon recovery the subject developed bronchospasm and episodic cough which caused a desaturation in oxygen levels and increased pulse rate. Sae deemed to be related to study procedures but not directly to treatment device. The treating physician deems this reaction to be related to the anesthetic agents used in the protocol and is in no way related to the device. Associated protocol ide# (B)(4) ((B)(6)).